Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem was verified during testing. The pump was loud and the heater was not working. This problem occurred because of a noisy pump and heater that had malfunctioned. The root cause of these problems could not be determined. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was not heating up properly. In addition, the device was loud. No patient injury or complications were reported in relation to this event.